Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the "door not latching", which were reproduced as door not fully latched messages. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump's "door not latching". It was also reported there was no patient injury.